Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead exhibited low out of range pacing impedance measurements less than 200 ohms beginning 8 months ago. Loss of capture (loc) was observed in bipolar configuration, so the lead was programmed to unipolar and oversensing of noise was observed and resulted in pacing inhibition with 4-5 seconds of asystole. The patient was pacemaker dependent. The patient experienced dizziness with sudden movements. A lead insulation issue was suspected. Boston scientific technical services (ts) discussed programming options. Available information indicates that this product remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the pacing configuration for this right ventricular (rv) lead was reprogrammed to unipolar at doo and monitoring will be continued. No additional adverse patient effects were reported.